Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Save to disk review noted that no anomalies were found.

Event description:
It was reported that the patient experienced dizziness, self-terminating ventricular tachycardia (vt), and pauses. The episodes of vt were noted to occur following the pauses. The managed ventricular pacing mode was programmed off and the device was reprogrammed to dual chamber mode. The device remains in use. No further patient complications were reported.